Manufacturer narrative:
The hill-rom technician inspected the bed and found the hose was disconnected from the turn bladder. The technician swapped the bed for a new bed per the request of the account. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient developed a deep tissue injury that progressed to a stage 3 pressure ulcer. The account treated the wound with creams and rotation of the patient to alleviate pressure. The bed was located in the sicu 1st floor at the account. This report was filed in our complaint handling system as complaint #(B)(4).